Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier malfunctioned. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the device fail in ui verification, therapy button led on white doesn't light up. Pca with electrical damage. There were multiple errors has been identified.